Event description:
Customer reported that alarm has no power when the alarm was tested with new batteries, there was no other damage reported by the customer. There was no pt incident or injury reported.

Manufacturer narrative:
Eval of the returned product found the bottom right corner of the alarm case is cracked and the case is cracked around the battery door. The aqualert water indicator shows exposure to moisture. The delay switch is set at 4 seconds. The battery springs are bent slightly. The power turned off intermittently during testing with batteries an external power source. No functional tests can be performed. Instructions for use has a warning statement: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor, or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. Always close the battery door during storage to prevent damage. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; alarm case is damaged; or alarm case is cracked. Manufacturer references file # (B)(4).